Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one non-dehp fluid path intravia container had debris inside the bag, upon closer inspection it appeared to be a round piece of plastic floating in the bag. The issue was noticed while preparing a dose of medication. A new dose was prepared to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11 b5: the event was observed with one (1) device. The bag was spiked with a non-baxter continuous ambulatory delivery device (cadd) intravenous (IV) line. The bag contained blinatumomab. H11: the actual device and photograph of the sample were provided for evaluation. Visual inspection of the photo sample identified several particulates; however, the material of these particles was unknown. Visual inspection of the returned sample identified particles inside the fluid flow of the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.